Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: temporary, transvenous atrioventricular synchronous pacing using a single lead in a pediatric patient. Heart rhythm case reports. 2019. Doi.org/10.1016/j.hrcr.2019.09.008 if information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this patient¿s lead model. The article reported that the lead had dislodged, showed ¿low sensed atrial signals,¿ and there was reported phrenic nerve capture. The lead was reprogrammed and was also ¿re-sutured¿ to its location. The status/disposition of the lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.